Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator on (B)(6) 2019. It was reported that electrodes 5, 7, 12, and 14 were marked as avoid during an impedance check. The manufacturer representative had met with the patient to activate the sensor on the patient¿s device. The patient was not receiving any negative symptoms. There were no falls or other injuries noted to have been contributing factors to the issue. The manufacturer representative switched to different electrodes which elicited the same coverage. The issue was resolved at the time of the report. No surgical intervention was planned or performed. There were no patient symptoms or complications reported.